Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was returned with the knife exposed and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing rod was observed dislodged, not allowing the knife to retrieve. No functional test was performed due the condition of the device. No conclusion could be reached as to what may have caused the reported incident. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unspecified laparoscopy procedure, the surgeon tried to fire but the device would not fire when the handle was squeezed. It is unknown how the procedure was completed. There were no adverse consequences for the patient.